Event description:
During biomed testing the device cause the associated defibrillator to inappropriately display a "release buttons" message. Complainant indicated that there was no patient involvement in the reported malfunction.